Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 400 mg/dl. Customer¿s current blood glucose level was 300 mg/dl. Customer was treated with manual injection. Customer stated that there was no air bubble or leak. Customer did not allege insulin pump for under delivering. The insulin pump will not be return for analysis.